Manufacturer narrative:
(B)(4).

Event description:
The customer initially complained that qc results were running low for sodium on the cobas integra 800 beginning on (B)(6) 2017. The customer then mentioned multiple low sodium results on the instrument that she was questioning. The customer was sending the samples with low sodium results to the main laboratory for repeat testing. No repeat test results were initially provided. The customer provided results for 2 patients tested for na+ electrode, k+ electrode and chloride electrode. Based on the data provided, results for 2 samples from 1 patient were erroneous when tested for na+ and k+. The original sample was obtained at 8:40 p.m. The initial na+ result was 126 mmol/l with a data flag and the initial k+ result was 4.5 mmol/l. The repeat na+ result was 132 mmol/l and the repeat k+ result was 4.0 mmol/l. A second sample was obtained on the same day at 11:40 p.m. The initial na+ result was 125 mmol/l with a data flag and the initial k+ result was 3.7 mmol/l. The repeat na+ result was 135 mmol/l and the repeat k+ result was 4.4 mmol/l. The erroneous results had been reported outside of the laboratory. After releasing the results, the customer noticed the anion gap was questionable and sent the samples to the main laboratory for testing. Repeat testing was performed on a cobas 6000 c (501) module. The repeat results were believed to be correct. The initial results were corrected. The customer found that a reference solution had been put in place of a calibrator indirect bottle on (B)(6) 2017. The customer has since replaced the correct calibrator indirect bottle on board. No adverse event occurred. The patient was discharged on (B)(6) 2017. The customer had last replaced the na+ electrode on (B)(6) 2017. No electrode lot numbers or expiration dates were provided. The field service engineer (fse) visited the customer site. The instrument needed reagent. The fse primed and replenished the reagents. The instrument was returned to operation.

Manufacturer narrative:
The na electrode lot number was 21571547 with an expiration date of 19-jan-2018. The k electrode lot number was 21574047 with an expiration date of 06-apr-2018. The customer stated the instrument was running fine as of 12-jan-2018.

Manufacturer narrative:
A specific root cause was not identified. Based on the types of results the customer received, possible root causes my be related to air in the sample channel, leakage current coming from the waste, or old/expired reference electrodes. The customer has not had any additional issues.